Event description:
Device 2 of 2. Reference MFR. Report: 3006705815-2019-02976. It was reported that during a procedure on 2 aug (reference # (B)(4)) one of the leads which was not planned to be replaced, got moved and had to be repositioned and secured with a new swift lock anchor . Patient therapy was restored postoperatively. Note - both leads are reported as we do not know which one is liable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.